Event description:
It was reported that a 5.0x28 bare metal stent was deployed in the mid to distal rca (right coronary artery) followed by the 4.8x26 graftmaster stent in the proximal rca aneurysm through the right femoral vein access site. The patient had chest discomfort after the procedure, which the physician reported was likely due to losing some small branches and arterial stretch. There was timi 3 flow through the stents and no flow in the aneurysm. The chest discomfort resolved with medication. Since this was a planned intervention, the physician anticipated that the graftmaster may cover some small branches. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: viatrac 5.0x20; guide wire: sport; guide catheter: 8 french jr4; vessel closure: angioseal; angiomax. Indication for use: it should be noted that graftmaster rapid exchange (rx) coronary stent graft system, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.